Event description:
A report was received that the patient was having charging difficulty and felt a strange sensation around the ipg site. The patient claimed that it might be short circuited. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having charging difficulty and felt a strange sensation around the ipg site. The patient claimed that it might be short circuited. The patient will undergo ipg replacement.